Event description:
Ous MDR - after an implantation time of about 28 months, artifacts and an inappropriate shock were reported. Linox sd 65/18, (B) (4), MDR 1028232-2010-00610.

Manufacturer narrative:
Ous MDR - the mfg documents showed no anomalies that could be related to the complaint. All mfg steps had been carried out correctly. During the analysis, no mfg error or material defect was found. Referring to the analysis results of the lexos vr (B) (4), the clinical complaint was the result of damage to the ICD.